Manufacturer narrative:
The reporter clarified that the event occurred prior to surgery. There was no patient involvement reported. Additional information: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during pre-testing or surgery it was discovered that the console device had ¿an e6 error and shut off by itself¿, the motor device was ¿overheating with an e6 error on the console¿, and the attachment device was ¿making a grinding noise¿. The reporter indicated that all three devices were used together. There were no delays to the surgical procedure as spare identical devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.